Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The user straightened the pig tail of the stent using the supplied straightener and advanced it over a wire guide (boston scientific's path course 0.025") but the stent kinked (pr 380020). So, he replaced it with another zebd-7-12 (lot unknown) to complete the procedure (pr 380255 replacement device used with incorrect size wire guide). Note: incorrect size wire guide used with all devices. Patient outcome: no adverse effects on the patient. Patient/event info - notes: for all complaints: for all complaints, ask: does the complaint relate to: device placement/device removal/observation prior to patient contact. Already stated in patient/event info tab. What was the target location for the stent? Bile duct. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored in a box. What is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure? * already stated in patient/event info tab. Was the wire guide lubricated prior to use? Yes. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Unknown if yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. If not with the device in question, how was the procedure finished? Already stated in patient/event info tab. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? Yes. (If any damages were confirmed prior to use) was the package damaged? For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus jf260v does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown. Was resistance encountered when advancing the wire guide to the target location? Was resistance encountered when advancing the introduction system in place to the target location? How did the physician deal with this resistance? How did the physician determine the length of the stent to be used for the procedure? Where was the stricture located in the duct? Was the stricture dilated prior to placing the device? Was resistance encountered when advancing the stent through the obstructed area? After placement, was stent position verified? If yes, please describe how. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Did any section of the device detach inside the endoscope or patient? If yes, please specify what section of the device broke off: please indicate whether the device broke in the endoscope or in the patient? Was the broken device retrieved? If yes, please indicate what tools were used during retrieval. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. If yes, please indicate what modifications were made: please indicate why the modifications were necessary. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-12 device of lot c1971462 was returned opened in its original packaging to cirl. With the information provided, a physical and document-based investigation was conducted. File related to (B)(4). Lab evaluation: visual inspection: stent, pigtail straightener and introducer returned. Kink observed on the 5th porthole of the pigtail curl on the tapered end. Functional inspection: 0.035 inch wire guide does not pass through. Document review: prior to distribution zebd-7-12 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. The japanese packaging insert supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. A review of the manufacturing records for zebd-7-12 of lot number c1971462 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with lot number c1971462. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot c1971462. To ensure conformity of all batch release products, pack qc procedures verify that "...the following information on the label (product label, tag, temporary) is correct as per the work order: verify the presence of all required labels on the back of the work order/reject sheet where required". Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size (0.035"). It should be noted that the instructions for use states the following: select the cook stent introducer system (if not included) in the appropriate french size. There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: failure identified: incorrect size wire guide used with complaint device. Confirmed quantity of 1 device, confirmed used. According to the initial report, there were no health consequences or impact to the patient. Investigation findings conclude a definitive root cause of user error. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. Complaint confirmed as the failure was verified in the laboratory. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the lab evaluation on (B)(6) 2022 and the completion of the investigation on 13-dec-2022 and an update to the investigation conclusions.